Event description:
The reporter stated the surgeon attempted to insert a 12.6mm micl12.6 implantable collamer lens but noted the lens was tearing. There was patient contact but no injury. The backup lens was implanted.

Manufacturer narrative:
Pt age: unk, pr weight: unk, implant date: na, explant date: na. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned dry and there was evidence of clear surgical residue. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).